Manufacturer narrative:
(B)(4). Batch #: x94r5l. Additional information was requested and the following was obtained: 1. What generator alert screens were experience during the procedure? Ans: staff could not remember. 2. What troubleshooting techniques were used when the first alert screen was received? Ans: none. 3. During the surgical procedure, were there any unusual sounds noted when activating the device? Ans: none. 4. Was the device activation near any instruments or graspers? Ans: no. 5. Did the device make contact with any metal or hard objects while in use? Ans: no. 6. What was being done in the procedure when it was noticed that the device tip was broken? Ans: transecting muscle tissue (not sure if this is accurate as surgeon provided the information to sales rep without specifying the type of exact tissue). 7. Was the patient¿s post-operative care altered in any way as a result of the difficulties with the device? Ans: yes, post-op blood transfusion (2 units of blood about 300 ml per unit), vaccination, antibiotics. 8. What is the patient's current status? Ans: will be discharged in 1-2 days' time, as of (B)(6) 2023. This is an analysis of a set of images submitted for evaluation. Image 1: the image provided by the customer is that of the distal jaw of what appears to be a harh instrument. A closer look at the clamp arm interface shows the blade tip broken off. Image 2: the image provided by the customer shows the remaining broken tip. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. Due to the device returned condition we were unable to investigate further the reported hemostasis controllable issues. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch x94r5l , and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during a whipple's procedure (open surgery) the surgeon just started activating the device on muscle tissues but error relax pressure on blade appeared on screen. Upon re-activating on similar tissue, the distal tip broken off. Scrub team encountered difficulty in finding the tip and they have to use retraction techniques to retract abdominal organs including spleen to find it. During the course of handling the spleen, they accidentally tear the splenic tissues and bled. Bleeding volume was around 500ml. Surgeon had to remove the entire spleen. After that, they somehow found the tip on the standing instrument tray (staff did not realize how the broken tip ended up there). Surgery proceed with new piece of device with the same batch without issue. The procedure was delayed 30-40 minutes. The procedure was completed successfully.